Manufacturer narrative:
The customer performed a carry-over check with acceptable results. The investigation reviewed the system alarm trace and found no abnormalities. The field service engineer found a low level of water in the incubator bath and the rinse tubing was leaking. Also, he found the reagent probe was clogged. He completed various system checks, cleanings, and adjustments with acceptable results. He performed calibration, qc, and precision testing with passing results. Based on the available information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable high crep2 creatinine plus ver.2 results for four patients tested on a cobas c 501 module. The customer confirmed qc was acceptable prior to patient testing. For sample identifier (B)(6), the patient's initial creatinine result was reported outside the laboratory. The patient went to a different hospital for a checkup and had a new sample collected. Due to the patient's new sample recovering within the normal range for creatinine, the patient went back to the initial hospital and requested the sample to be retested. The customer performed repeat testing with the initial sample on a cobas c 501 module and a cobas 4000 c (311) stand alone system. On (B)(6) 2021 and at 09:25, sample identifier (B)(6) had an initial creatinine result of 1.92 mg/dl. The patient's creatinine result with a new sample collected at a different hospital was 1.02 mg/dl. The patient's repeat creatinine results with the initial sample tested on a c 501 module was 1.01 mg/dl. The patient's repeat creatinine results with the initial sample tested on a c (311) stand alone system was 1.04 mg/dl. It was requested but not provided if the initial creatinine results were reported outside the laboratory for sample identifiers (B)(4). The customer performed repeat testing with the samples on a cobas c 501 module. On (B)(6) 2021 and at 12:39, sample identifier (B)(6) had an initial creatinine result of 1.29 mg/dl. The patient's repeat creatinine result was 0.73 mg/dl. On (B)(6) 2021 and at 12:40, sample identifier (B)(6) had an initial creatinine result of 1.32 mg/dl. The patient's repeat creatinine result was 0.73 mg/dl. On (B)(6) 2021 and at 12:42, sample identifier (B)(6) had an initial creatinine result of 1.38 mg/dl. The patient's repeat creatinine result was 0.67 mg/dl. The creatinine reagent lot number was 54626401 with an expiration date of 31-jan-2022.